Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized for high blood glucose. The customer could not breathe properly. She was wearing her insulin pump at the time of hospitalization; however, she has since lost her insulin pump and meter and her blood glucose continued to increase. Troubleshooting did not occur. The insulin pump was not returned for analysis.

Manufacturer narrative:
Information was received after the initial report was created to clarify the initial notes. The notes have clarified that the customer was off the insulin pump for over 48 hours prior to their hospitalization due to high blood glucose.